Manufacturer narrative:
Corrected, d3 - manufacturing plant address 1, city and zip code. One device was returned for repair with complaint of travel coarse error. Alarm history was reviewed verifying customer complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer¿s complaint was verified during testing and when reviewing the alarm history. Probable cause was failure of motor component. To remedy the issue, the stepper motor, clutches, lead screw and worm gear were replaced. The pump passed all performance verification testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device got travel coarse error check clutch/plunger lever. Physical damage was unknown. There was no patient involvement.